Manufacturer narrative:
The field service engineer adjusted the sipper probe. The customer calibrated and ran controls. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys vitamin d total gen. 2 result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was >100 ng/ml with a data flag. The repeated result was 58 ng/ml. The second repeated result was 60 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 54736301 with an expiration date of 31-may-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The system's alarm trace was requested but not provided. The customer's sample pre-analytic details were ok. The investigation determined the service actions resolved the issue.